Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-sep-2018 with the following findings: during investigation, the time and date reset to default settings. The pump was opened and revealed that the internal clock battery on the printed circuit board had failed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (time and date reset) issue. The reporter alleged the time and date were both incorrect. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in over or under delivery due to running the incorrect time segment.